Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported ¿lump along the medical aspect of breast¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified wear abrasion, stress marks assessed as non penetrating nicks, sharp opening on the radius side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported ¿lump along the medical aspect of breast.¿ device has been explanted.